Manufacturer narrative:
Additional information received: addendum (10/06/2015): there was difficulty inflating the balloon. There was also difficulty deflating the balloon. There wasn¿t any difficulty removing the product from the hoop. There wasn¿t any difficulty removing the protective balloon cover. The device was stored, handled, and prepped according to the IFU. There weren¿t any anomalies noted to the inner or outer packaging or device prior to opening. There wasn¿t any difficulty removing the stylet or any of the sterile packaging components. The device prepped normally. A indeflator medtronic ac3200 inflation device was used. The product analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the 5mm 4cm saber pta balloon catheter (bc) was delivered to the target lesion and inflated, however deflation and inflation could not be conducted. Therefore, it was changed to another saber catheter to successfully complete the procedure. There was no report of patient injury. The target lesion was the shunt vessel. The lesion was heavily tortuous with an unknown rate of stenosis. There was difficulty inflating the balloon. There was also difficulty deflating the balloon. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was stored, handled, and prepped according to the IFU (instructions for use). There were no anomalies noted to the inner or outer packaging or device prior to opening. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally. The product was returned for analysis. One non sterile catheter saber 5mmx4cm 90cm bc was returned. Per visual analysis the balloon was deflated and appeared to have not been inflated. No anomalies were noted. A leak test was performed and a leak was noted in the inflation port of the hub. Per sem analysis a crack passed through the complete thickness of the hub. The proximal section of the hub showed evidence of plastic deformations. However, there is no evidence of plastic deformations on the rest of the fracture zone. A device history record (DHR) review of lot 17168613 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty-unable to inflate¿ and ¿balloon deflation difficulty-unable to (peripheral)¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, it is possible that excessive force was used. Procedural/handling factors may have contributed to the burst as evidenced by plastic deformations noted on the proximal section of the hub during analysis. According to the IFU, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, however the engineering evaluation has not yet been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the 5mm 4cm saber pta catheter was delivered to the target lesion and inflated, however deflation and inflation could not be conducted. Therefore, it was changed to another saber catheter to successfully complete the procedure. There was no report of patient injury. The target lesion was the shunt vessel. The lesion was heavily tortuous with an unknown rate of stenosis. The product was clinically used. The product will be returned for analysis.